Manufacturer narrative:
A ge service rep performed an on site investigation. The keyswitch was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the systems' key switch was inoperable. No report of pt injury.